Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a fall several times. It was further reported the x-rays indicated pt's lead had migrated. The pt underwent surgical intervention to explant and replace the migrated lead. The pt reported effective coverage post-operative. No further pt complications were reported.